Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod longer than 48 hours on the hip/buttocks area, the site was painful, irritated, red, sore, purulent and bruised. The patient visited the emergency room (ER) where was taken an ultrasound of the area, diagnosed with cellulitis and prescribed oral antibiotics (doxycycline) to be taken 200 mg for the first dose and then 100 mg twice a day for 5 days, intravenously (IV) antibiotic (cisazoin) 2 g of a daily infusion and probenecid 2 g each day half an hour before the IV treatment. The patient also experienced headache and high blood glucose (bg) levels of 18 mmol/l (324 mg/dl) at the time.